Event description:
It was further reported that the patient was admitted for a right below knee amputation (rbka) and had some acute blood loss post-op resulting in the low flows. It was noted that there were no further low flows or alarms after resuscitation.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2025 and five (5) low flow alarms logged since (B)(6) 2025. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 22:33:08, indicating a physical disconnection of the driveline from the controller. Additionally, log file analysis revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2025 at 11:59:57, which was due to the battery depleting below 10% relative state of charge (rsoc). The critical battery alarm is an additional finding unrelated to the reported event. Review of the event log file revealed three (3) controller power-up events with associated pump start events logged on 09/july/2025 at 12:32:35, on 30/july/2025 at 18:18:42, and on 11/aug/2025 at 23:47:49, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power on (B)(6) 2025 was not available for analysis. The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 34% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the third loss of power revealed that (B)(6) was connected to power port one (1) with 25% rsoc and (B)(6) was connected to power port two (2) with 31% rsoc. The data point recorded after the third loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the second and third losses of power. The controller was without power for twenty-two (22) seconds, sixteen (16) seconds, and thirteen (13) seconds, respectively. As a result, the reported low flows and losses of power were confirmed. The vad stop event could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop events. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the losses of power can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed critical battery alarm can be attributed to the battery depleting below 10%. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device was associated with a disconnect alarm, device stop, and low flows. Also, the controller exhibited multiple losses of power. The spouse recalled an incident where the driveline was accidentally dislodged and other occasions where double disconnected batteries may have occurred. During admission, it was suggested that the emergency department nurse may have double disconnected the batteries while connecting the patient to wall power. No patient symptoms, complications, or injuries were reported as a result of this event.

Manufacturer narrative:
Continuation section d10: lead: 694765, implant date: (B)(6) 2010, additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2024  /serial or lot#:  (B)(6). D9: no. H3: no. H4: mfg date: 14-mar-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.